Event description:
We have become aware of a potential product defect with our treatstation. During treatment sequence, the system generated a multileaf collimator interlock (mlc x jaws). Therapist moves the mlc x jaws to clear the interlocks. The mlc x1 and x2 jaws remained in block mode. The operator accepts the modified treatment filed without changing the x jaws back to its original field size. Operator was able to treat by pressing "continue". Based on the preliminary investigation by our internal experts, it is reasonable to believe after the conformal shape was downloaded, the treatstation software failed to verify the x jaw position when a new block shape was uploaded by the customer with the hand control. Based on limited treatment data received from the site, we believe a single patient was mistreated for a single fraction in block mode for dose amount of 14mu. The information pertaining to the mistreatment is unknown as we are currently investigating this incident. The potential product issue is currently under investigation.

Manufacturer narrative:
Investigation is ongoing and root cause has not been identified.